Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery after he had changed the infusion set and reservoir. Customer's blood glucose level was 80 mg/dl. While troubleshooting insulin did not exit. The insulin pump alarmed no delivery again during manual prime. Changing the reservoir resolved the issue. Customer was able to successfully prime 9 units through the tubing. The customer was advised that the device would be replaced and agreed to return the product for analysis.